Event description:
A customer from (B)(6) reported to biomérieux a false susceptible amoxicillin/clavulanic (amc) acid result for a escherichia coli urine sample in association with vitek® 2 ast-n340 test kit. The amc was susceptible and both the cefoxitin and cefixime were resistant. Disc diffusion was performed by an external lab. The amc was resistant and susceptible with urine. The result for cefixime was susceptible and no results were obtained for cefoxitin. Cephalosporinase was obtained with the disks. The customer reported the incorrect result was not reported to a physician and did not impact patient treatment. There was a 6-7 day delay for reporting results. The test reports and isolate were requested from the customer. A biomérieux internal investigation will be initiated. Note: though the ast-n340 test kit is not marketed or sold in the united states, the amc and fox antibiotics are registered.

Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated due to discrepant amoxicillin/clavulanic (amc) and cefixime (cfm) results for e.coli on vitek® 2 ast-n340 cards. Identification of the organism was confirmed, and testing included the customer lot (cl 7800154123) and a random lot (780376140) of vitek® 2 ast-n340 cards, but also the extended card vitek® 2 ast-n233+exn5. In parallel, reference methods were performed: -agar dilution, the method used to develop the formulary amc01n and cfm01n in ast-n340 card. Note: amc with a 2:1 dilution amc mic= 4/2 mg/l s and cfm mic = 2 mg/l r was obtained (within 1 doubling dilution, we can have s or r). Vitek® 2 results were compared with the reference results. On vitek® 2, with both lots of vitek® 2 ast-n340 cards tested: amc mic = 4 mg/l s and cfm mic >/=4 mg/l r were obtained. The customer results were duplicated on the vitek® 2 cards. -for amc, the vitek® 2 cards are in essential agreement, with the reference ad mic (4/2 mg/l). And no category error. -for cfm, the vitek® 2 cards are in essential agreement, within 1 doubling dilution, with the reference ad mic (2 mg/l mg/l). And no category error. Vitek® 2 ast-n340 cards performed as intended and no further action is required. Note: the extended card gave the same values as the vitek® 2 ast-n340 card.